Event description:
It was reported that the customer received an "occlusion alarm" during bolus delivery. The customer's blood glucose level was 205 mg/dl. As the customer changed the cartridge and infusion tubing prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was not performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.